Manufacturer narrative:
Investigation pending.

Event description:
The customer called in response to a product information notice issued by the manufacturer to reaffirm the intended use and limitations as stated in the existing labeling for this product. On (B)(6) 2018, the patient arrived at the emergency department (ed) with abdominal pain. A urine sample was collected at 6:00 pm and tested on a cardinal health rapid test hcg combo test at 6:26 pm. The test produced a negative result at the read time that later changed to positive (the customer was unable to provide the timing of the positive result). At 6:45 pm, the urine sample was retested using a second cardinal health rapid test hcg combo test and produced a positive result. A serum sample was also collected and at 6:49 pm, a beckman coulter dxi produced a quantitative result of 130.3 miu/ml. The patient was diagnosed with an ectopic pregnancy. The customer confirmed there is no allegation of any delay in treatment based on the cardinal health rapid test hcg combo test result. Additional confirmatory testing was later conducted on the patient. On (B)(6) 2018, a serum quantitative result of 13,968 miu/ml was received and on (B)(6) 2018, a serum quantitative result of 943 miu/ml was received. There is no information to suggest a relationship between the cardinal health rapid test hcg combo test result and later confirmatory testing. The customer stated that patients are always treated based on the serum quantitative results. Although requested, no additional information was provided. Troubleshooting was conducted with the customer. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Investigation conclusion: returned and retention products were tested with qc cut-off hcg concentration and middle positive hcg urine standard. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Per pi, a very dilute urine specimen, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first-morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.